Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2, e3 (both inadvertently left off the initial report), and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed, pink rubber on the tip of the scope is torn. In addition, the following non-reportable malfunctions were found during device evaluation: cracked bending cover adhesive on the bending section, minor buckles and scratches on the light guide tube and umbilical cord, excessive play on the knob, scope is leaking under the up/down knob. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope had a small cut on transducer/ pink rubber small pin hole during reprocessing. There was no report of patient harm or user injury associated with this event.